Manufacturer narrative:
(B)(4): the device was returned for evaluation to abbott medical optics (amo) product evaluation laboratory. The inspection of the intraocular lens revealed one (1) distorted haptic with evidence of viscoelastic (ophthalmic viscosurgical device) on the lens. The lens was returned with the unit carton, the lens case, and the directions for use (dfu). Prior to release to market the lens met all manufacturing specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
It was reported that intraocular lens (iol) made contact with the eye but was not implanted. The physician retracted the lens while it was still in the injector. The doctor chose to implant an alcon anterior chamber lens instead. The incision was enlarged and sutures were required. No patient injury was reported. No further information was provided.